Event description:
Pt experienced respiratory arrest while device was in use. The pump was set to infuse buprenex 50mcg/ml in the pca mode. Pca dose of 100mcg with a 15 minute pt lockout and a 500mcg 4 hour limit. After an unspecified period of time while the device was in use, the pt had a respiratory arrest. Narcan was administered and the pt was moved to intensive care unit for observation. He responded well to the narcan and did not experience any adverse sequelae. Customer report source states their investigation indicates no pump malfunction occurred. Device settings at the time of the incident could not be verified. The pump was tested at the ordered settings and it delivered accurately as programmed. Hosp investigation indicates that "the pt's wife had brought in an unspecified narcotic from home which the pt took." They feel that the combination of medication received in the operating room and post anesthesia care unit, the pca buprenex and the medication from home provided a cumulative effect that caused the event. No additional info was available.